Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of a 55 mm diameter abdominal aortic aneurysm. It was reported that on a follow up CT scan, a proximal type I endoleak was observed. Per the physician, the cause of the proximal type I endoleak was unknown. No clinical sequelae were reported and the patient is being monitored by their physician.